Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a mildly calcified and mildly tortuous mid to distal right coronary artery. The lesion was predilated with an unknown balloon. A 3.00x12mm taxus liberte drug eluting stent was advanced to the lesion, but could not cross. When the physician was removing the device, the stent caught on the guide catheter and dislodged. The physician was able to get the stent into the guide catheter and was removing all the devices together when the stent lodged in the introducer sheath. The stent was then released into a vessel in the leg. The physician was unable to retrieve the stent and it remains undeployed in the leg. The procedure was completed with another device. No further patient complications occurred. Patient status is satisfactory. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)